Event description:
It was reported that the implantable cardiac monitor (icm) was unable to be interrogated in the clinic. It was unknown if the issue was with the device or the programmer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.